Manufacturer narrative:
The sw functionality responsible for inverting the cw doppler display and displaying the word "invert" was moved from one sw subsystem (renderer) to another (acquisition) in the 3.5 sw. It was previously being handled by the renderer sw which was responsible for displaying "invert" notation shown when the signal was inverted. When the sw changed to having invert handled in acquisition sw, the sw did not account for the need to show "invert" on the screen to handle the frozen state. Pw doppler functions as expected.

Event description:
The on-screen indication for the "invert" symbol is missing in cw mode. This indicator provides information to the user regarding the direction of blood flow.